Event description:
The customer reported a precharge error during a case. The problem occurred with pt on the table and under anesthesia. The system worked after reboot. There was no injury to the pt.

Manufacturer narrative:
The svc rep replaced the batteries. System now functions as intended.